Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿granulomas¿, ¿bumps¿, and ¿hardened¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site responses after injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction.

Event description:
Healthcare professional reported after injection in the lips with 1 syringe of juvéderm volbella® xc, the patient experienced ¿ two granulomas on each side of the bottom lip and more than three granulomas across the top lip¿ noticed about 5 months after injection. The "bumps started off soft and then eventually hardened." The patient was treated with multiple injections of kenalog, almost 6 months after injection. No biopsy was performed. Symptoms are ongoing.

Event description:
Additional information: symptoms have resolved. Date of resolution noted as (B)(6) 2017.